Event description:
On (B)(6) 2009, this pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis and a 22fr gore introducer sheath with silicone pinch valve. It was reported that the sheath was inserted from the right femoral artery, which was partially calcified and of small diameter, although the actual size is unk. After the stent graft was successfully implanted, an angiography revealed an occlusion of the femoral artery from a dissection. The physician surgically repaired the damaged femoral artery by replacing the vessel with a vascular graft. The pt tolerated the procedure. On (B)(6) 2009, the pt was discharged in good condition.